Manufacturer narrative:
(B)(4). Batch # r58a91. Device analysis: the analysis results showed that one gst60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process. Additional information was requested and the following was obtained: what color was the sliver of plastic that appeared to be shaved off? Gold. Same color of the reload. And it was still attached to the reload via a small tag. Were all pieces retrieved from the patient? Yes.

Event description:
It was reported that during a sleeve gastrectomy, during the first firing (using buttressing) the sales rep noticed that as they removed the reload from the plee60a, there was a sliver of what appeared to be part of the cartridge shaved off. The surgeon continued to use three more gst60d reloads from the same box/lot # on the same sleeve with no issues with the other three reloads. There were no patient consequences reported. This is all the details that are known/available regarding the event.